Event description:
It was reported that during the implant of the right ventricular lead, the helix was noted to be worn. The procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of lead break was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.